Manufacturer narrative:
Device passed functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 130 alarm were noted. Device had cracked battery tube threads, cracked case (battery tube), label damage. Device p-cap or test reservoir locks in place properly and no anomaly noted. Motor was tested outside device, and it passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated alarm occurred more than 2 twice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.